Event description:
It was reported that after being treated during a farapulse procedure in 2024, the patient was later hospitalized for cerebral infarction after being initially discharged. No further information was provided. The farawave catheter used during the procedure is not expected to return for analysis as the device was discarded. It was further reported and confirmed that the farapulse procedure was completed successfully in 2024.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. The lot number was unavailable per the account. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3: date of event - estimated as (B)(6) 2024 as the date of event is unknown but the procedure was in 2024 and the patient was hospitalized after being discharged.

Event description:
It was reported that after being treated during a farapulse procedure in 2024, the patient was later hospitalized for cerebral infarction after being initially discharged. No further information was provided. The farawave catheter used during the procedure is not expected to return for analysis as the device was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. The lot number was unavailable per the account. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3: date of event - estimated as 01jan2024 as the date of event is unknown but the procedure was in 2024 and the patient was hospitalized after being discharged.